Manufacturer narrative:
The approximate age of device: 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was expired on (B)(6) 2019 due multi system organ failure (msof). The patient's pump and driveline were chronically infected; this was the ultimate cause of msof and expiration. It was reported that the device operated as expected. No additional information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2019. The patient experienced an infection which tested positive for proteus, achromobacter, staphylococcus epidermidis, and (B)(6). Patient was given oral antibiotic and antibiotic infusions. No further information was provided.